Event description:
The customer reported to olympus that the gastrointestinal videoscope had too much pressure in the air-water channel during reprocessing. There were no reports of patient or user harm, associated with this event. The device was returned to olympus for a device evaluation and found the nozzle had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: the foreign material could not be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot, the angle wires were stretched, the adhesive part on the bending rubber was worn out, there was a crack of resin part (crack due to impact such as dropping/ crack of molded part due to physical / chemical stress), the universal cord was damaged, the adhesive additionally applied around the light guide lens was partially missing and showed wear and tear, and the adhesive additionally applied around the objective lens was partially missing and showed wear and tear.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the evaluation found plastic foreign material and a residual liquid that appeared to be cleaning solution in the nozzle, but the foreign material could not be identified. There was no physical damage to the nozzle observed. Based on the available information, a definitive root cause for the foreign material remaining could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.